Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the lead was explanted to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000155297.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on one of the leads. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead attributed to this issue.